Event description:
An incident investigation was performed from january 20, 1992 to january 31, 1992 to determine if a datascope defibrillator malfunctioned during an emergency procedure. The findings are as follows: during an emergency code blue (cardiac arrest) procedure a 76 year old female was placed on a datascope defibrillator monitor. It was observed by the registered nurse/physician that the patient's heart registered a flat line on the defibrillator monitor in the lead ii position. The patient was defibrillated x 4 with no apparent success. The physcian was in the process of terminating the emergency (cardiac arrest) procedures; when the nurse observed the patient making a gulping (agonal) movementdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: electrode. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was destroyed/disposed of.